Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure the device broke inside the patient. No piece of the device was left inside the patient and the device was able to be removed completely. The procedure was completed with another of the same device. Additional information received on (B)(6) 2013 revealed that a basket wire had broken but remained attached to the device at one end. A laser was being used during the procedure, but did not come in contact with the device. There were no patient complications as a result of this event and the patient¿s condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the introducer was on the proximal end of the sheath when received and the basket was closed when received. The outer sheath was kinked in several locations; some of the kinks were collapsed. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated; the basket would not open. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The luer and sheath were removed from the handle. The wire sub-assembly was removed from the proximal end of the sheath; the wire moved freely through the sheath during removal. The basket was detached at the splice cannula; the detached basket was not returned. Crimp marks were present on the splice cannula to indicate proper crimping during manufacturing. Adhesive residue was present in the splice cannula to indicate adhesive applied during manufacturing. A dimensional verification was performed on the sheath sub-assembly and measured approximately 121.6cm, which meets specification. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.